Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. Analysis found the remaining longevity was accurate and the device appeared to be depleting normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received four inappropriate shocks from the device, due to oversensing of noise. It was noted the episode showed massive noise while delivering the shocks and an electrode fracture was suspected. Trauma to the patient was reported. The electrode and the associated device were explanted and replaced, as the patient believed the inappropriate shocks impacted the remaining battery longevity of the pulse generator. No additional adverse patient effects were reported. The explanted products were returned for analysis.